Event description:
Customer received erroneous results for an unknown number of patients. She provided results for three patients which had been reported, she said additional erroneous results were generated that were not reported. Results provided for one of the patients were found to be discrepant. Initial creatinine result was 0.1 (accompanied by a low data flag), repeat 1.4 mg per dl; initial calcium result was 10.3, repeat 8.6 mg per dl. Sample type was serum. Corrected reports were sent. Customer said to her knowledge, patients were not treated based on the initial results. No adverse events were reported. The customer found the vacuum nozzle on rear rinse mechanism was plugged and cleaned out the nozzle before the field service representative arrived. The field service representative confirmed this obstruction was the cause of this issue. Customer ran calibration and qc with acceptable results.